Manufacturer narrative:
As reported by the legal team, plaintiff underwent placement of the optease vena cava filter on or about (B)(6) 2012. The filter subsequently malfunctioned and caused injury and damages including, but not limited to, severe and constant chest pains and compromised respiratory system. As a direct and proximate result of these malfunctions, the plaintiff suffered serious injuries and damages and will require extensive medical care and treatment. The device was not returned for analysis. A device history record (DHR) review could not be conducted as the sterile lot number was not provided. The optease filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. As per the instructions for use (IFU), implantation of the trapease filter is contraindicated in patients with uncontrolled infectious disease. There are possible patient and pharmacological factors that may have contributed to the reported events of severe and constant chest pains and compromised respiratory system. Based on the minimal information provided, it is not possible to draw a clinical conclusion or determine a root cause for the reported events. Given the limited information available for review at this time, there is nothing to suggest that the reported event is related to the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Event description:
As reported by the legal team, plaintiff underwent placement of the optease vena cava filter on or about (B)(6) 2012. The filter subsequently malfunctioned and caused injury and damages including, but not limited to, severe and constant chest pains and compromised respiratory system. As a direct and proximate result of these malfunctions, the plaintiff suffered serious injuries and damages and will require extensive medical care and treatment.

Manufacturer narrative:
After further review of additional information received the following sections have been updated accordingly. It was reported that a patient underwent placement of the optease vena cava filter. The initial information received indicated that the patient has experienced chest pains and a compromised respiratory system. Additional information indicated that the filter has perforated into organs the patient has an aortic aneurysm and experiences shortness of breath. The indication for the implant was a patient with a history of venous thrombosis, that had recent back surgery and developed a pulmonary embolus and not a candidate for anticoagulation. The access site was the right common femoral vein, the filter was deployed such that the tip of the filter, corresponds to the t12-l1 interspace. There was no report of complications during or after the procedure. Additional information received in the patient profile form (ppf) indicated that the patient became aware of an aortic aneurysm, that the filter struts perforated into organs and the patient experienced shortness of breath. The patient is also reported to continue to experience anxiety related to the device. The product was not returned for analysis. A review of the device history record revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. The optease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The optease vena cava filter is indicated in the us for retrieval up to 14 days post implantation. Following this period of time, and as early as 12 days, there is potential for endothelialization (growth of endothelial cells within the inner wall of the vessel) around the filter struts. Usage of the product other than that indicated in the product's IFU may involve additional risks not described in the labeling. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. A specific device malfunction has not been provided in the documentation received. With the limited information available and without the procedural films or post implant images to review the reported device perforation of organs could not be confirmed, nor a clinical determination as to the relationship between the device and the issue be established. In addition, with the limited information it is not possible to establish a relationship between the device and the reported aortic aneurysm, the anatomic location of the aneurysm in relation to the filter as not been provided. Chest pains, a compromised respiratory status, shortness of breath and anxiety do not represent a device malfunction and may be related to underlying patient specific issues. Given the limited information currently available for review, there is nothing to suggest that the reported events are related to the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Manufacturer narrative:
Additional information was received that the patient "become" of the alleged filter failure on (B)(6) 2016 and therefore date of event was updated. No further information is available at this time.

Manufacturer narrative:
The following additional information received per the patient profile form (ppf) indicates the device was implanted due deep vein thrombosis (dvt) and pulmonary emboli. The patient is reported to have experienced perforation of filter struts into organs, aortic aneurysm, and shortness of breath. The patient is reported to continue to experience anxiety related to the device. Additional information is pending and will be submitted within 30 days upon receipt.